Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the infinity acs workstation cc giving dashes where the values should be. Vent was not delivering any breaths and alarming red consistently and would not stop, even with placing vent in stand-by mode. Ventilator was switched out and there was no adverse outcome to the patient from the event. The device has no UDI as an UDI was not required at the time the device was manufactured.